Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event with a blood glucose of 49 mg/dl, was treated with 15 grams of oral carbohydrate, and subsequently exhibited hyperglycemia up to 400 mg/dl while using the ilet system; a meal was announced at the time of the elevated glucose. No adverse clinical symptoms associated with urgent low glucose and low glucose followed by high glucose. Outcomes included treatment with oral glucose, user education, and troubleshooting regarding hypoglycemia management without hospitalization. Investigation included a review of reported glucose trends and user-reported actions. Investigation of this case revealed a pattern consistent with rebound hyperglycemia following treatment of hypoglycemia and a meal announcement at high glucose, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related glucose management behavior in the context of the ilet system.